Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the upper buttocks on (B)(6) 2023. On (B)(6) 2023, the cgm was displaying low and when she did a finger stick, she thought the bg meter was broken as it was just showing "high" with no values. She tried to calibrate the cgm by using a value of 499 mg/dl but was not successful and received a notification to calibrate in 15 minutes. At a later time, the pediatric patient had diarrhea, was vomiting and was lethargic. The patient's mother drove the patient to the hospital. When they arrived at the hospital, they were admitted to the intensive care unit (ICU) and was treated with potassium, IV fluid, and insulin shots. The bg at the hospital was high on the glucometer and 961 mg/dl on bloodwork. The cgm value at that time was not known. At the time of the report, the patient was doing better and on the 3rd day of hospital admission. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.